Manufacturer narrative:
(B)(4): the meter and test strips have passed testing with no faults found, the complaint was not confirmed. The control solution did not require product analysis since the complaint refers to the meter and test strips only. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at approximately 10:30am, the patient reported obtaining readings of "210 mg/dl" on his lfs meter. The patient reported using oral medications including humalog, actos and lantus insulin (unknown dose) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 and a half hours after the alleged issue started, he developed "blurred vision." It is unclear if the patient associated these symptoms with high or low blood glucose. The patient reported self treating with glucose tablets or gel on (B)(6) 2012 at 10:45am. The patient denied testing on another blood glucose device. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition. However, when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he made no changes to her usual routine and therefore developed symptoms suggestive of an acute complication of diabetes.